Event description:
Event description cpi received information that during testing of the this implantable cardioverter defibrillator (ICD) at the implant procedure, the device initially did not convert the patient's arrythmia. At the conclusion of the procedure, the patient's arrythmia was successfully converted. The ICD remains implanted.